Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a left side revision occurred. A poly swap secondary to infection indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays or device images were able to be obtained. The explanted device is not available for return. No further information.